Manufacturer narrative:
During a short test run for the analysis before the repair the heat up was reproducible. After the disassembling of the handpiece it was found that there was rusty looking residue inside. This shows that it was not maintained as requested. Furthermore it was found that the bearings have been stiff and starting to come apart. This is the result of the wear process which was likely stronger due to the residue. This condition results in higher friction and as a result in increase of temperature. To avoid such issues the user instruction contains several warnings and notes: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
Described is that several patients complained that the handpiece got hot during the treatment but did not cause an injury to anybody. The 'date of event' is best estimate as office just informed that the problem occured the last 2 weeks of (B)(6) 2015.